Event description:
It was reported that patient experienced high blood glucose and got treated with multiple daily injections on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injuryto date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545.manufacturing site:3003442380.